Event description:
The patient was implanted with an ams advance sling, date unknown. It was reported that the level of incontinence was worse following the sling implant and the patient was implanted with an alternative device.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.